Event description:
It was reported that seven exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked from the administration port. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: the even occurred on (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the bags with tap water and a leak was observed at the spike port bonding area of all seven samples. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate, or lack of cyclohexanone being applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.